Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had received an inappropriate shock due to the subcutaneous implantable cardioverter defibrillator (s-ICD) sensing higher rates. One month later it was noted that the smartpass feature was disabled due to low amplitude an the patient received three shocks due to twave oversensing. The sensing vector was reprogrammed. Almost one year later the patient received two additional inappropriate shocks dueto t wave oversensing from reduced amplitude r waves. Boston scientific technical services (ts) discussed troubleshooting options. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the smartpass feature was disabled due to low r-wave amplitude measurements. Due to the small amplitude, there was also undersensing. Boston scientific technical services (ts) reviewed and found that the amplitude was at approximately 0.4 millivolts (mv) coupled with intermittent undersensing after very large premature ventricular contractions (pvcs). It was noted that these r-waves have a different morphology than the presenting electrocardiogram and the presenting rhythm shows much larger r-waves at approximately 1.2 mv. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.